Event description:
The customer reported an oil mist coming from their unit. One employee complained of a headache and a scratchy throat. The employee did not seek medical attention or receive treatment for her symptoms. The asp field service engineer repaired the unit.